Event description:
Bio console was providing flow at 4.5 liters/minute when suddenly there was no forward flow. Venous reservoir volume was increasing from 600 to 1600 cc. No kinks nor kinked arterial or venous lines. Flow resumed with roller head.